Manufacturer narrative:
.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in a 95% stenosed straight segment of the proximal left anterior descending (lad) artery. The physician attempted to direct stent the lesion using a 3.5x12mm taxus express2 drug eluting stent. While positioning the device in the lad, "the stent temporarily lodged in the vessel and could not be pulled back for ideal positioning across the stenosis". The device was then removed from the patient and damage was observed on the proximal tip of the stent. Another device of the same size and type was used to complete the case. There were no patient complications and the patient condition was reported as "ok".